Event description:
Burning smell coming from an oxygen concentrator. On/off switch wouldn't switch off and had to unplug device to shut off.

Manufacturer narrative:
Device evaluation is in-process and a follow-up report will be submitted.